Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 9th - 12th most distal stent strut rows with stent struts stretched and lifted. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 24.5 cm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 3mmx35mm, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. The lesion was predilated with a residual stenosis of 80%. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion event after repeated attempts. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damaged.